Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the sight was not improved, the patient had cloudy, blurry vision. The vision was 20/20. The surgeon said it was scar tissue and to wait about 90 days and they would do a laser to clean off the scar tissue. It seemed as if looking through a haze at night. Also sees a spinning pinwheel in a low light room. She does not notice it while driving or in bright lights. Additional information was received and it was further clarified that the patient cannot read signs in the groceries store and the haze around the lights at night continued. Had laser to clean off lens scar tissue and vision may have been better for a day or two. Now vision is not good again for distance or intermediate. Additional information has been received stating the patient had experienced goopy morning discharge that causes blurry vision in both eyes. There was a crease in the left retina.